Event description:
An angio-seal sts plus vascular closure device was used post angiogram. Following the angiogram, the patient's blood flow to the right leg became impaired. A vascular surgeon treated the patient. Two closure devices were found in the cfa, causing a flap from the posterior wall of the artery bringing about a total occlusion. Both devices were removed, the posterior wall repaired and the front wall of the cfa patched. This intervention restored blood flow to the right leg

Manufacturer narrative:
No gtin # available due to the device not being returned and lot number cannot be confirmed. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.